Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown reason. Other than the surgical procedure, no additional adverse patient effects were reported. This lv lead has not been returned for analysis.